Event description:
It was reported the pt (B)(6) is without stimulation and is unable to communicate with the ipg via either the programmer or charging system. Efforts to establish communicate using a different programmer proved unsuccessful. A decision regarding the next course of action has not been determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.